Event description:
Reason for revision: alval / soft tissue reaction.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
It was reported that the patient had a revision on the left hip implant. The reason for the revision is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.